Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. The no flow was discovered within 8 hours after the start of patient treatment. The device was filled with 0.9% sodium chloride and 240ml fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from january 17, 2019 - january 21, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed; however, evidence of no flow could not be identified with the photograph. A functional flow test must be performed on the sample to verify the flow rate accuracy of the sample. The reported condition and cause could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.